Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing excruciating pain in the lead insertion site during the trial period and was sent to the emergency room (ER). The physician determined that the patient had an infection. The cause of infection was unknown. The patients trial lead was explanted. The patient was admitted to the hospital and was placed on intravenous (IV) antibiotics. It was noted that the patients status was improving.